Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2025-17521- device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from connector event on (B)(6) 2025. The infusion set was in use for two hours. No further information available.